Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. During pulse testing the monitor delivered a low-energy pulse and then reset. The cause for the failure was isolated to the defibrillator pca. The root cause for the reset has not yet been identified. An internal corrective action has been initiated to investigate the root cause for the low energy pulse and the reset. No adverse event resulted from the defective monitor.

Event description:
While investigating a monitor for an unrelated issue, a reportable problem was discovered. The monitor reset during pulse testing.